Event description:
The complainant reported a patient was implanted with an impella cp due to acute myocardial infarction/ cardiogenic shock. While on support, the patient experienced ventricular fibrillation that was treated with lidocaine. Additionally, the patient experienced access site bleeding that required addition of blood products. The patient was successfully weaned from the impella device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: access site bleeding impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section h6 has been updated, as the investigation has been completed. According to clinical, the patient was placed onto impella cp due to acute myocardial infarction / cardiogenic shock. While on support, the patient experienced ventricular fibrillation that was treated with lidocaine. Additionally, the patient experienced access site bleeding that required addition of blood products. The impella device was not return, and therefore an evaluation of the device was not possible. Product history review was completed, and the pump passed all sterile inspection checks. Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities ¿response to any antiarrhythmic treatments or interventions during the event ¿any documented device-related issues or complications during impella support ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the ventricular fibrillation, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the ventricular fibrillation was not determined. Pertaining to the access site bleeding- the root cause of this adverse event cannot be determined as product was not returned and sufficient information is not provided in the clinical description. Correction was made to the following section(s): f6: date captured to the initial report should be disregarded; section not applicable.